Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ui pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was the worn on/off button on the ui pcba.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the power button was unresponsive.